Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering up) has been confirmed. Upon investigation the monitor was intermittently powering up. The cause for the intermittent power-ups was extensive contamination inside of the monitor enclosure. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was not properly powering up. The patient was issued a replacement monitor.